Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections and will also contact the healthcare provider for insulin therapy. Customer¿s blood glucose level was 134 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.